Event description:
Device issue: stent dislodgement. Time of device issue: prior to procedure. Adverse event: none. It was reported that stent was not mounted on the balloon when the protective sheath was removed. The stent implant was found inside the protective sheath. There was no pt involvement. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery sys (sds) was returned without any blood or contrast visible. The stent implant was stationary on the balloon between the markers and was not dislodged as reported. The first two rows of the proximal end of the stent implant were flared. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a bend in the hypotube 26 cm proximal to the guide wire exit notch. The protective sheath was returned. The inner diameter of the flared end of the protective sheath was measured with pin gauges. A snap gauge was used to measure the outer diameter of the stent implant. The measurements met mfg criteria. Potential causes for this type of event, may include improper or inadequate crimping at the time of the MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. The stent dislodgement was not confirmed, as the stent implant was stationary on the tightly folded balloon between the markers. The stent implant did not appear to have been dislodged and re-mounted back on the balloon, as the outer diameter of the stent implant met dimensional criteria. There were flared struts in the first two rows of the proximal end of the stent implant. Factors that may contribute to stent damage out of package include, but are not limited to, mfg, handling during removal from packaging, removal of the protective sheath, mishandling, product preparation, and amount of support provided when loading the catheter onto the guide wire. In this instance, considering the extent of the damage, it is unlikely that this was a pre-existing condition as the protective sheath would not have originally fit properly over the stent implant. It is possible that the sds was inadvertently mishandled as it was being removed from the packaging, such that the proximal portion of the stent became flared. The stent dislodgement was not confirmed and the subsequent damage noted is likely related to handling. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.